Manufacturer narrative:
Block b3: exact date unknown, event occurred four years prior to the date the manufacturer became aware. Block d6b: explant date: 4 years ago. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70. Serial number: (B)(6). Batch/lot number: 19085054. Model/catalog description: artisan lead 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate pain relief. No further information could be obtained despite good faith efforts.